Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mobile power unit (mpu) intermittently losing power, and having deep animal bites in its cable, were not confirmed. The mpu (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the mpu was exchanged in (B)(6) 2025 to resolve the issues, and that the mpu was disposed. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook instructs users that extra care of the equipment should be taken in the presence of animals. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a mobile power unit (mpu) in july. The patient received the mpu as part of a mpu recall. The previous mpu had intermittent loss of power alarms, and the cable had damage from animal bites. The previous mpu was not returned due to the type of damage, as it was not covered under warranty replacement, and was disposed of. The previous mpu had a v-lock connector on the alternating current (ac) power cord and did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.